Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the cap that occludes the pressure line port is cracked and will not pass ventilator leak test. No pt injury reported.